Manufacturer narrative:
Sc-1140 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed.

Event description:
A report was received that the patient¿s ipg was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s ipg was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient¿s ipg was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.